Event description:
This device was attempted but not implanted because after auto-initialization, there was no magnet rate, impedance measurements, and sensing and threshold test could not be run. The lead was disconnected and reconnected to this device; reinterrogation provided no measurements and no pacing at basic rate was noted.

Manufacturer narrative:
The quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the device was visually inspected. In addition the header of the pacemaker was analyzed, revealing no anomalies. The set screw could be easily screwed in and out and there was no foreign material inside the header bore. All dimensions of the header bore were within the range requested by the is-1 standard specifications. Also the spring element of the pacemaker did not show any deviations. The pacemaker was interrogated revealing the battery status bol. During the interrogation a message was displayed on the programmer screen indicating that the pacemaker was pre-programmed and that the auto-initialization has not been completed yet. Therefore, the ability of the device to deliver therapies was verified. The clinical observation was confirmed, the therapy functionality of the device was not present. During the further course of the analysis, the pacemaker's memory content was thoroughly analyzed. The analysis revealed an inconsistent memory content which was not automatically recoverable by the pacemaker. In particular, a specific area was affected that led to unsuccessful lead impedance measurements in bipolar as well as in unipolar lead configuration. Therefore, the pacemaker was not able to start and complete the auto-implant-detection after connecting the leads. The inconsistent memory content has been recovered by a manually triggered reset of the device. Subsequently appropriate lead impedance measurements were provided and the pacemaker was operating as expected. In summary, the clinical observation resulted from inconsistent memory content. The root cause for the inconsistent memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. After a manual correction of the inconsistent memory content, the device was operating as specified.